Manufacturer narrative:
This issue was resolved for the customer by sending the part and customer will do their own repairs.

Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.